Manufacturer narrative:
This event was previously submitted on 04/09/2025 (g3 date received by manufacturer and was not late), a1-patient identifier (B)(6). Upon investigation of the returned product, the model and lot number were updated in this report. The device was returned to olympus for inspection and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the aspiration needle had a leakage occurred 2 cm above the tip, as if the needle was broken. The issue occurred during a therapeutic endobronchial ultrasound-guided fine needle aspiration procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.